Event description:
A patient reported experiencing inaccurate erratic results with a otp meter. The patient's blood glucose results were 72mg/dl, 133mg/dl. Tests were done within < 10 minutes with a difference of 53%. Patient did not experience any adverse events. No further information has been reported. Note - there were three other results documented. They are 68mg/dl, 99mg/dl, 98mg/dl = 18mg/dl which were within the 20% of spec's.